Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room. The right ventricular lead exhibited oversensing noise that inappropriately detected arrhythmia and delivered multiple high voltage therapies due to fracture. The lead was capped and replaced on (B)(6) 2019. The patient¿s condition was stable post procedure.